Manufacturer narrative:
The pump was returned for investigation; however, the battery was not returned. Eval revealed the following: there was corrosion found on the battery cap, the pump powered on normally and was exercised for 3 hours with no overheating or alarms, the pump electrical current draws were tested and found to be within specs, no leaks were found during the leak test, and no internal moisture ingress was found. In conclusion, the alleged warm pump complaint could not be duplicated during investigation.

Event description:
The pt's mother reported that the pump felt warm. Lithium batteries were used at the time. She indicated that the battery cap and battery compartment was ok. There was no reported adverse event associated with this complaint. The pump was replaced.